Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the intellivue mx800 patient monitor intermittently did not alarm for a desaturation (desat) event in the nicu. The device was in use monitoring a patient at the time of the reported event. No death or patient/user injury or harm was reported.

Event description:
It was reported that the intellivue mx800 patient monitor intermittently did not alarm for a desaturation (desat) event in the nicu. The device was in use monitoring a patient at the time of the reported event. No death or patient / user injury or harm was reported. Field service engineer reviewed the logs, and scheduled a follow up education with the customer. There was no issue found with the monitor, monitor was working as expected with no product malfunction.